Event description:
Customer reported to beckman coulter, inc. (Bec) that they found fluid on the sample wheel and module covers of the unicel dxc 880i synchron access clinical system while they were doing modular chemistry (mc) cup maintenance. Customer reported that a soapy solution, wash solution or diluted wash concentrate was leaking. Customer reported that the fluid was contained to the top of the instrument and did not reach the floor. Customer reported that the leak was caused by no vacuum to the mc sample probe collar wash. Customer reported that erroneous results were not generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) determined the vacuum valve not capable of expelling probe wash solution. The fse removed and replaced the solenoid valve.

Manufacturer narrative:
(B)(4).